Event description:
It was reported that two holding sleeves bent when the surgeon was using the distractor in a big toe distraction case. The pins were also stuck in the holding sleeves because they were so badly bent. The distracter was new and should not have bent that easily. The surgery was completed successfully with delay of 14 to 30 minutes. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was evaluated by manufacturing engineer. The report states that the device is bent between the outside thread and the shaft. On the shaft there are some striations visible. The laser etching is readable. The device was produced and distributed in july 2013. The device is bent between the outside thread and the shaft. On the shaft there are some striations visible. The manufacturing review shows that the production procedure was according to the specifications. The exact cause of this occurrence can not be defined. We can only assume that a mechanical overload situation during use caused the complained issue. The relevant dimensions for this complaint meet to the specification. Therefore this complaint is invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by an engineer. The report states that two compression/distraction holding sleeves: 2.5mm k-wire (03.111.023) were received with a complaint category of bent. Both devices are bent distally to the threads. The distal shafts have various scratches and roll marks, and the laser etching is easily readable. These instruments are used during orthopaedic surgery in the foot and are used for distraction/extension activities. The returned devices are part of the compression/distraction device set (01.211.002) and their use is illustrated in technique guide j9851-a. The returned devices were manufactured in (B)(4) in july of 2013 and are 10 months old. Drawing se_157608 rev. B was reviewed; and the material and design are determined to be adequate for its intended use. Technique guide j9851-a provides for proper care, use and routine cleaning and inspection of instruments and should be followed. Per the technique guide, additional k-wires should be used when additional stability is required; this allows the distraction force to be spread among more k-wires and will decrease the individual load on each separate part. It is apparent that the device was subjected to a mechanical overload greater than its intended use, which caused the complaint condition. This force was most likely due to over distraction with only two k-wires. But due to a lack of information regarding the surgery and only the two sleeves being returned for evaluation, the exact cause of this overload cannot be ascertained. Therefore, this complaint is indeterminate from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.